Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced high blood glucose level. Customer¿s blood glucose was 23.4 mmol/l at the time of incident. Customer¿s other blood glucose levels were 17.2 mmol/l, 17.6 mmol/l, 16.7 mmol/l, 15.4 mmol/l, 15.8 mmol/l, 14.6 mmol/l. Customer stated they changed the set and issue resolved last night blood glucose down to 12 mmol/l. Customer declined troubleshooting. Customer treated with bolus for high blood glucose. Customer stated the insulin pump was communicating with the transmitter. The device will not be returned for analysis.